Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "minimally invasive hollow trephine technique is recommended for revision of broken uncemented and extensively porous-coated monolithic femoral stems: a review of three cases" by boris steno, md, phd, libor necas, md, phd, marian melisik, md, and jozef almasi, md, phd published by joint diseases and related surgery 2014;25(2):112-116 doi: 10.5606/ehc.2014.24 on 14 march 2014 was reviewed for MDR reportability. The article reports upon 3 cases with depuy solution 8" femoral components and depuy duraloc acetabular components. The cases are capture individually with linked complaints. This complaint captures case 2 (B)(6) yo man who received second revision surgery to his initial revision implantation of the depuy solution 8" femoral component and depuy duraloc acetabular component at age of (B)(6). He presented with sudden thigh pain and required second revision surgery due broken femoral solution component. He then received a 10" solution stem. The duraloc shell was stable and the poly liner was exchanged. In his last follow up , he was pain free without any signs of component instability.